Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. It was noted the patient has had a weight gain of more than 30 kilograms since implant, and their increasing body mass index (bmi) is the suspected cause of the impedance issue. The patient will continue to be closely monitored. No adverse patient effects were reported. This lead remains in service.